Event description:
The customer reported to philips that their mrx unit showed a "critical error, power supply failure" screen message.

Manufacturer narrative:
The customer reported to philips that their mrx unit showed a "critical error, power supply failure" screen message. Philips determined that the ac power module had failed. The customer ordered an ac power module which resolved the failure. As of (B) (6) 2010, there have been no further calls from this customer regarding this issue.